Manufacturer narrative:
Article citation: grover, davinder singh et al. "Performance of a new ab interno gelatin stent in refractory glaucoma and 18-month safety results," arvo annual meeting abstract, june 2017. (Pages 1-2). Allergan is unable to confirm with the author, therefore additional event, product, or patient details are not attainable. The events of exposure and glaucoma progression are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
The abstract of the article "performance of a new ab interno gelatin stent in refractory glaucoma and 18-month safety results" with a pool of 65 patients noted the serious adverse events of one patient had their xen 45 gel stent become exposed, which was repaired and 14 patients had to undergo another glaucoma procedure or device explant.